Event description:
It was reported that using a right femoral artery access approach during a procedure of the moderately tortuous, left anterior descending (lad) artery, the 2.75 x 33 mm xience xpedition stent delivery system (sds) was advanced, however, the shaft became separated inside the guiding catheter. It was noted that the proximal portion was removed and the separated portion was removed using 2 guide wires. There was no reported adverse patient effect. Additionally, 2 promus stents, 1 non-abbott stent and 1 xience xpedition stent were implanted to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight (bmw). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.